Event description:
Patient reported that the back to back test readings obtained on the ss meter using separate finger sticks were 95 and 139 mg/dl (38% difference). Pt reportedly was using bad (expired/improperly stored) test strips. Lfs representative reviewed meter calibration, coding, cleaning and control testing with pt. The meter was replaced. No harm was alleged.